Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected country of user facility. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported there was an 'invalid data' message on the trend data. A manufacturer technical consultant said the usual cause is a memory error and there is no solution. The trends will stay invalid until the data is overwritten with new values. No patient complications have been reported as a result of this event.

Event description:
It was reported there was an 'invalid data' message on the trend data. A manufacturer technical consultant said the usual cause is a memory error and there is no solution. The trends will stay invalid until the data is overwritten with new values. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.